Event description:
I wear soft contact lenses and used renu contact lens solution and got a severe eye infection which is being treated with an antibiotic eye medicine. I couldn't go to work, because my eye was extremely red, itchy, burning, tearing and very sensitive to light.